Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 16148132 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16148132 was performed from the date of manufacture 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had its main drawer 3.1, random cubie failure. Field service engineer found no debris or obstruction that could cause failures and inspected the bus wire to ensure that there was no damage present to wire that could potentially cause random device failures. They receded multiple controller board connections, and when they rebooted a device, ensured that all lights were properly lit, hence issuewas resolved. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had its main drawer 3.1, random cubie failure. Customer reported that nurses had difficulty pulling medications from medstation. There were no adverse events or injuries reported based on this incident.